Event description:
It was reported that on (B)(6), 2026, a 25mm navitor valve was chosen for implantation, utilizing a small flexnav delivery system. The patient presented with sinus rhythm and a 3.4 membranous septum, 29mm diameter of valsalva, 17mm height of valsalva, 385.4cm2 effective orifice area, 72mm perimeter of annulus, a 34.5mm ascending aorta diameter, and no calcification was confirmed from the annulus to the subvalvular to left ventricular outflow tract obstruction (lvot). The valve was implanted at a depth of 3mm on non-coronary cusp (ncc) and 4.5 on left coronary cusp (lcc). It was noted that while in the cusp overlap view (cov), the inflow edge of the constrained valve was within the capsule positioned at the base of aortic annulus while the pigtail positioned was confirmed to be at the bottom of the ncc. However, after deployment the patient went into complete atrioventricular block (cavb). It was noted that left ventricular outflow tract obstruction (lvoto) and severe left ventricular hypertrophy (lvh) were present prior to the procedure. To treat the cavb, a temporary pacemaker was placed, and the procedure was completed. The patient¿s cavb was resolved, the patient was stable, and the patient was discharged without pacemaker implantation. No additional information was provided.

Event description:
It was reported that on (B)(6) 2026, a 25 mm navitor valve was chosen for implantation, utilizing a small flexnav delivery system. The patient presented with sinus rhythm and a 3.4 membranous septum, 29 mm diameter of valsalva, 17 mm height of valsalva, 385.4 cm2 effective orifice area, 72 mm perimeter of annulus, a 34.5 mm ascending aorta diameter, and no calcification was confirmed from the annulus to the subvalvular to left ventricular outflow tract obstruction (lvot). The valve was implanted at a depth of 3 mm on non-coronary cusp (ncc) and 4.5 on left coronary cusp (lcc). It was noted that while in the cusp overlap view (cov), the inflow edge of the constrained valve was within the capsule positioned at the base of aortic annulus while the pigtail positioned was confirmed to be at the bottom of the ncc. However, after deployment the patient went into complete atrioventricular block (cavb). It was noted that left ventricular outflow tract obstruction (lvoto) and severe left ventricular hypertrophy (lvh) were present prior to the procedure. To treat the cavb, a temporary pacemaker was placed, and the procedure was completed. The patient¿s cavb was resolved, the patient was stable, and the patient was discharged without pacemaker implantation. No additional information was provided.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of heart block was reported intra-procedure. Patient does not have a history of heart block. No calcification was confirmed from the annulus to the subvalvular to lvot. The reported unexpected medical intervention was result of case specific circumstances, as temporary pacemaker was used. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on available information, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.